Event description:
It was reported that during an unknown procedure, the surgeon was unable to get pneumo using the device. The device did not allow the co2 to flow into the patient. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.